Event description:
Related manufacturer reference number: 2017865-2022-41355. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The device was returned due to patient expired. The device was received with a battery voltage of 2.90 v. Electrical, mechanical, and longevity analysis was normal with no anomalies found.